Event description:
It was reported that balloon rupture occurred. A 6.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was then simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good.